Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue. The detailed investigation showed a defect of the x-ray tube. The small emitter, which wears out over time like a filament of an light bulb, was defective. The system is set up for such a case and it can switch over to the next larger emitter of the x-ray tube. To do this, the operator only has to press the foot pedal three times in succession to activate the switchover. This is described in detail in the IFU and is part of the on-site training. According to the logbook, the customer did not initiate the switchover until about an hour later. The affected x-ray tube has been exchanged by the local service organization and the error did not reoccur. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.